Event description:
Boston scientific received information that a clinician contacted boston scientific technical services (ts) to discuss programming of the device since the patient had experienced syncope for an unknown reason and was admitted to the hospital. The clinician noted that the patient was in atrial fibrillation, had irregular rates varying between 60 to 110 bpm and many premature ventricular contractions (pvcs). Ts discussed programming options with the clinician. Subsequently the ventricular rate response feature was turned on in order to help mitigate the irregular rate and the maximum pacing rate was set to 100 bpm. It was also noted that no tachycardia episodes were recorded in the device. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.